Event description:
Exposed and frayed wires of the printer cord were discovered during evaluation of the device. The hospital electronic system was replaced and there were no adverse consequences reported by the patient/healthcare professional.

Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. Visual inspection verified the printer cable on the back of the unit was frayed and wires were exposed. A standard cable was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.